Manufacturer narrative:
Date received by MFR: 01may2020. Date of this report: 06may2020. The replaced front bezel assembly was returned for failure analysis. It was determined that contamination within the internal structure was the cause of the reported failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported that the navigation ring was not moving. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved.